Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to power off during use at an unknown time on (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She also denied developing any symptoms as a result of the alleged issue. However, she claimed that the emergency medical services (ems) was contacted and at 8pm on (B)(6) 2015, blood glucose results of "20 mg/dl" and "12 mg/dl" were obtained on another, unspecified device. She also claimed that at 8pm on (B)(6) 2015, she was given a glucagon injection by a healthcare professional (hcp). At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca also noted that based on the information the patient provided, the battery did not need replacing and there was no trauma/misuse to the meter. The cca educated the patient on the meter&#38112;behavior and auto-shutoff but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient received treatment from a hcp of that given for severe hypoglycemia, after the alleged power issue began.